Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients ipg was not working as intended. It was also noted that the patient was experiencing a loss of efficacy due to lead migration. The patient was doing well postoperatively. The explanted devices will not be returned, as they were kept by the medical facility.